Manufacturer narrative:
The 1mtec30 cartridge was returned to the manufacturer for evaluation. The 1mtec30 cartridge was visually inspected under a microscope. The cartridge was observed with residues of viscoelastic solution on the cartridge tube and loading zone area. Dent/distortions were observed on the cartridge tip area that could be related to the handling of the unit during the insertion process. Due to the conditions of the sample returned, functional testing could not be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Report should have indicated the doctor noticed the tip of the device was not soft but damaged. It appeared to be formed incorrectly and it was rough (burr?) And possibly with some sharp edges which caused the damage of the capsular bag. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record was reviewed. There were no non-conformance reports (ncr) generated during the manufacturing process of this production order. A review of the manufacturing process and/or the materials in the change control system showed that no changes were implemented with this production order or close to the date when this lot was manufactured. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported complaint when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications and that the product met manufacturing release. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an intraocular lens (brand is unknown) the cartridge damaged the capsular bag. The doctor noticed the tip of the cartridge was soft but not damaged. There were no issues for the patient and no injury was reported.

Manufacturer narrative:
Additional information in expiration and manufacture date.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Event date: not provided. Expiration date: unknown. Implant and explant dates: not applicable. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.